Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was to undergo an scs trial procedure on (B)(6) 2020. After implanting the first lead, the patient¿s heart rate dropped, thus the physician explanted the lead and abandoned the procedure.